Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuract test at 0.0871 inches. No under delivery anomaly, over delivery anomaly, displacement anomaly or motor anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using care link. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband was reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 500 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege insulin pump was under delivering. Customer stated insulin pump exposed to moisture. The insulin pump will be returned for analysis.